Event description:
It was reported that the right ventricular (rv) lead had become dislodged and pulled out of the right ventricle. The rv lead was explanted and replaced successfully. It was further determined that the patient exhibited twiddler syndrome, and it was further confirmed via x-ray that the device seemed to be lower in the chest than at implant. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the device check, the right ventricular (rv) lead exhibited an abrupt decrease in r-wave amplitude and changes in both the pacing and defibrillation impedance. In addition, new onset of far-field sensing of atrial activity were noted in the ventricular channel. The findings were consistent with an rv lead dislodgement which was subsequently confirmed by a chest x-ray. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).